Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a device issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device experienced wireless module connectivity error when the device was connected to the ac power during implementation connectivity testing. There was no patient involvement, and no patient injury was reported.